Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient was scheduled for a routine pump replacement on (B)(6) 2014 due to the elective replacement indicator (eri). The patient was doing well with the therapy. Her dose had remained low (270mcg/day) and there was no reason to suspect a catheter problem. It was noted the patient had not had any symptoms of withdrawal and no increase in symptoms. It was further reported in the operating room (or) the healthcare provider (hcp) was unable to aspirate the catheter. He opened her back incision and found the entire length of the catheter coiled under her skin. There was no way to know when this might have happened or for how long she had been without therapy. The hcp was notified and her dose was reduced to 120mcg/day. The patient was admitted for observation to ensure that she had no symptoms of overdose or underdose and the patient was "doing well." The pump was being used to deliver baclofen. If additional information is received, a follow-up report will be sent.